Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker 3, capsular contracture".

Event description:
Healthcare professional reported, "baker 3, capsular contracture". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18jun2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13jul2024.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 28, 2024, with lot number#: 3365848. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedures: deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "baker 3, capsular contracture". This record is for the right side. Device has been explanted.